Event description:
It was reported the patient experienced stimulation in the incorrect location. Reprogramming was unable to resolve the issue. Surgical intervention was undertaken on (B)(6) 2015, however the physician was unable to reposition the lead and elected to explant the lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.